Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) to report that her onetouch ultra2 meter displayed an apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the problem with the meter started at an unknown time around (B)(6) 2016, when she attempted to test her blood glucose level and obtained the alleged message. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that an unknown time after the start of the alleged issue, she consumed food/drink. She claimed that an unknown time later, she developed symptoms of "sweaty [and] shaky". She reported that she self-treated her symptoms with more food/drink. She denied using any other device to check her blood glucose levels. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The cca also noted that the patient had used the correct test strips and she described the correct testing steps. As the patient has thrown away the meter, she was unable to walk through a retest with the cca and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged product issue began.